Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event is unknown. Date of this report was corrected from (B)(4) 2014. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a pfna-ii surgery was done on (B)(6) 2014. Patient reported in hospital on (B)(6) 2014 with blade protruding out of skin. On (B)(6) 2014 after thorough debridement and decontamination of blade, it was re-inserted and a the blade backed out again. It was also reported that the blade was locked in both the events. This report is 1 of 2 for (B)(4).

Event description:
Additional clarification: this report addresses the first blade migration incident and the subsequent revision surgery performed on (B)(6) 2014. The second incident of blade migration is addressed under a separate complaint, (B)(4). Additional medwatch reports will be submitted accordingly. This follow up report is 1 of 2 for (B)(4).